Event description:
The plaintiff was implanted with an ams sparc sling to treat her stress urinary incontinence. The date of implanted was not provided. It was alleged by the plaintiff's attorney that the plaintiff has "suffered severe and permanent bodily injuries." It was also alleged that the plaintiff has undergone, "extensive medical treatment, including, but not limited to operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.